Manufacturer narrative:
Product ID: 3708695, serial# unknown, product type: extension; product ID: 3391-40, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed impedances were out of range on 8 and 10 in a measurement on 14-june-2018, but the health care provider (hcp) did not have previous measurements. The plan was to reprogram the patient without the electrodes with the out of range impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's device settings were updated from 1-, 2+ and 5-, 6+ at 4.6 v, 210 hz, 130 usec pulsewidth (pw) to 0-, 1-, 2+ and 4-, 5-, 6+ at 3.2 v, 210 hz, 130 usec pw in november 2018. Impedances have been repeatedly measured without anomaly being detected. It was noted that "the inauguration in the load frequency is a term for the disposition of the device, the disappeared and did not reach the next load." The cause of the recharging issues were not determined. No actions had been taken, none were planned, and the event was unresolved.

Manufacturer narrative:
H6: patient code c76143 was removed as it was added in error. Device codes added per new information (see b5). Method code 4114 was added in error. Code 4117 has replaced it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no accident or fall associated with the issue. On 17-apr-2019, the ins suddenly switched off, although the ins was not running out. The physician turned the ins on again and the voltage was reduced to 2v in order to see if the recharge interval decreased. Recharging between 26-apr-2019 and 02-may-2019 was very consistent from 75% to 100% for about 45 minutes each. It was reported the patient was getting 8 coupling bars and starts their recharging sessions at 25% and charges to 100% every time. It was noted that lead impedance on pair 8/10 was out of range at 106 ohms. The patient was programmed with this contact and the therapy impedance on that side was 69 ohms. It was also noted that the out of range impedance was seen in the measurement on 14-june-2018; however, it was previously reported that impedance checks noted no anomalies, so the timeline is not clear. Additional follow-up will be performed to clarify this discrepancy.

Manufacturer narrative:
Corrected field to adverse event <(>&<)> product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA: ocd is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) and manufacturing representative. It was reported that the patient's indication for implant was ocd. As a part of troubleshooting the recharger was replaced, however this did not help the issue. It was noted the settings change in november was due to worsening symptoms. Coupling during recharge was good, but the increase in charging frequency was due to battery depletion. The patient had setting changes in september, october, november and december.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was receiving effective therapy with the new contacts and the increase of load frequency had been improved. The patient was scheduled to return to the hospital at the after summer.

Event description:
Additional information was received. The patient had been re-programmed, but did not have another visit scheduled until (B)(6) 2019, at which time an update of the patient status was expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was a progressive increase of ins charges. Until (B)(6) 2018 the patient was loaded once a week and it took between 3.5-4 hours. By (B)(6) 2018 the load frequency increased to three times a week. At the beginning of (B)(6) 2018 to 4 times a week and from the end of (B)(6) 2019 to 7 days a week with the duration of 2-2.5 hours. It was noted, due to clinical impairment, in november the programming was changed to 3.2 v, 210 hz, and 130 ms. The change of the recharge system was thought to be a contributing cause. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury. No symptoms or complications were reported or anticipated.